Event description:
It was reported that during an unrelated procedure it was noted that the left ventricular (lv) lead had dislodged and had high capture threshold. On (B)(6) 2025, the physician elected to revise the lv lead; during the explant it was noted that both the atrial and right ventricular (rv) leads were stuck to the lv lead and were dislodged when explanted the lv lead. The physician explanted and replaced all the leads. The patient was stable throughout the procedure.